Manufacturer narrative:
It is unknown if the device is returning. As additional information is provided supplemental reports will be submitted.

Event description:
The event involved a primary plumset that leaked from the 0.22 micron filter site during infusion of a decarbazine taxol. The complete line was changed and medication was left in the line. There was patient involvement, however no report of adverse event, medical intervention, or a delay in critical therapy.

Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The reported filter leak was not confirmed by investigation. Without the return of the sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. A device history review (DHR) was performed for lot 3845287 and no discrepancies or non-conformances were found that would have contributed to the reported complaint.